Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the customer had normal blood glucose levels of 89 mg/dl. The customer reported that insulin was squirting out during the manual priming for the insulin pump. Troubleshooting was done. The customer was unable to check the alarm history because, the insulin pump was stuck in a loop. The customer also reported that the drive support cap of the insulin pump was sticking out. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with protruded/loose drive support disk. The device was unable to prime during the prime test due to protruded/loose drive support disk. Also, the unit had minor scratched display window, cracked reservoir tube lip and missing end cap sticker.